Event description:
A patient reported experiencing in accurate low results with a surestep enhanced meter. The patient's blood glucose results were 81mg/dl (meter), 161mg/dl (lab). Tests were done within less than 10 minutes with a difference of 50%. Patient did not experience any adverse events. No further information has been reported. Customer cleaning meter incorrectly. "Control solution is expired."